Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("lower abdominal pain"), rash ("severe rashes"), pruritus ("itching"), arthralgia ("joint ache"), pain ("body ache") and fatigue ("severe fatigue"). The patient was treated with surgery (hysterectomy with removal of essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, rash, pruritus, arthralgia, pain and fatigue outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, pain, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion and proper placement. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including pelvic pain and heavy bleeding. The plaintiff underwent a hysterectomy with removal of essure (date was not reported). Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstruation pain"), rash ("severe rashes / rashes or skin conditions"), fatigue ("severe fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), pruritus ("itching"), arthralgia ("joint ache"), pain ("body ache / joints") and hypertension ("high blood pressure"). The patient was treated with surgery ((B)(6) 2014 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, rash, pruritus, arthralgia, vaginal haemorrhage, menorrhagia, migraine, nausea and abdominal pain outcome was unknown, the genital haemorrhage, pain, fatigue and headache had resolved and the hypertension was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pain, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2014: full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, migraines, headaches, high blood pressure, nausea and abdominal pain added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("lower abdominal pain"), rash ("severe rashes"), pruritus ("itching"), arthralgia ("joint ache"), pain ("body ache") and fatigue ("severe fatigue"). The patient was treated with surgery (hysterectomy with removal of essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, rash, pruritus, arthralgia, pain and fatigue outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, pain, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2014: full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including pelvic pain and heavy bleeding (interpreted as genital bleeding). The plaintiff underwent a hysterectomy with removal of essure (date was not reported). Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.